Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Sample information: perfusor space, 8713030, serial number: (B)(6), software version: 688l030003. History inspection: the customer specifies on (B)(6) 2026 as the date of the incident. On (B)(6) 2026, at 15:12, an ops 50ml syringe was selected. The syringe was filled to approx. 49,9ml. The therapy started with a delivery rate of 25ml/h at 15:13. At 15:56, the rate was changed to 100ml/h. At 16:15 the therapy was interrupted by syringe empty alarm. 49,08ml were infused in total. No abnormalities can be found in the device history files. Visual inspection: the cover caps on the screw pillars on the lower housing were intact and undamaged. The technician's seal is missing. The device shows age related signs of wear and tear, but no external damage is visible. Functional inspection: the device passes the self-test. An ops 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and was within specification. Disassembling: no damage or soiling could be found inside the device. Conclusion: the defect could not be confirmed. Summing up all tests, the perfusor space operated within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission#: k092313.

Event description:
According to the event description: the patient received chemotherapy (methotrexate 810 mg) on the ward. First, the loading dose (10%) was administered over 30 minutes using a syringe pump. After approximately 50 minutes, it was noticed that the intended volume had still not been infused, even though the correct infusion rate had been set (100 ml/h for 50 ml). The actual infusion time was approximately 65-75 minutes. The syringe pump was immediately replaced to infuse the remaining volume. The cytostatic drug had been prepared by the pharmacy and was delivered in a syringe (batch number unknown). Additionally, a 15 cm extension line and a three way stopcock were used (batch numbers can no longer be reliably traced).